Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient received inappropriate shock and anti-tachycardia pacing (atp) due to incorrect interpretation of signal. It was noted that the atp accelerated the arrhythmia. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.